Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the right coronary artery (rca). The physician attempted to advance a promus element 2.75x16mm stent across the lesion site but was unsuccessful. The stent delivery system was removed from the patient. The physician indicated "a strut might have caught on the calcified plaque and the stent kinked." The procedure was completed with a different device. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Event description:
It was further reported the vascular access site was the femoral artery. The vessel tortuosity was moderate and the lesion was severely calcified. The lesion was de novo. A non-bsc 6fr jr 4.0 guide catheter was used along with a non-bsc 0.014x195cm guide wire, choice pt floppy 182cm guide wire and a choice es 300 cm guide wire. Pre-dilatation was performed using a non-bsc 2.5x20mm balloon. A procedure was completed using an unspecified 2.75x23mm stent. Post-dilatation was performed using a maverick 2.75x15mm balloon.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)